Manufacturer narrative:
The affected device was examined by service technician and the logfile was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported event could be confirmed. The log file shows that the device performed a restart of the ventilation unit on (B)(6), 2025 at around 3:06 p.m. System time while the ventilation was active. The restart was caused in specified reaction on a detected deviation of the pba of the flow and pressure measurement module m4.1. The event was accompanied by the intended alarm messages to alert the user of the issue. After restart of the device the ventilation continued until the ventilation was set into standby mode by the user at 3:10 p.m. System time. The affected pba of the flow and pressure measurement module was replaced by dräger service and the device was successfully tested according to the manufacturer's specifications without any deviations. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. In the current event, the device reacted as specified to a detected deviation and posted appropriate alarm messages to inform the user about the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator generated a device failure (12) alarm and rebooted at 03:06 p.m. On the (B)(6), 2025. Further pressure measurement related alarms were also reported. The affected ventilator was replaced in a controlled maneuver. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.